Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) involved with this complaint to perform failure analysis. Failure analysis was unable to reproduce the reported failure reported error m-02. The unit energized and cauterized and all ports recognized instruments. The complaint regarding generator error was not confirmed based on failure analysis evaluation.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Based on the claim against the product by the customer noting error, an investigation is in progress to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported errors via logs and inspected the iesu. The fse suspected the failure to be related to the iesu because it was the error occurred during the first procedure after the generator was replaced during a preventative maintenance (pm) replacement. The fse replaced the iesu for customer satisfaction and confirmed its functionality. The system was tested and verified as ready for use. Isi has received the iesu generator involved with this complaint, but failure analysis has not been completed. Additional information is being gathered to determine the contribution of the device to the customer reported issue. This complaint is reportable malfunction event due to the following conclusion: the iesu was replaced after the start of the procedure and the surgeon was able to continue with the procedure robotically with a third-party generator. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted donor nephrectomy surgical procedure, an error m-02 occurred with the integrated electrosurgical unit (iesu). The customer power cycled the iesu, confirmed no connection to the 'ecb' connector, removed all bipolar/monopolar cables and performed another power cycle of the iesu but the issue was still not resolved. The procedure was continued with external iesu. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and confirmed the error was present. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: ports were already placed prior to the issue being identified. The system functionality was checked upon powering on the system and the system initially powered on without errors. Technical support was contacted for troubleshooting assistance and all troubleshooting steps were completed. The issue was not resolved with troubleshooting and the procedure was continued using an external electrical generator. The procedure was completed robotically with no injury to the patient.